Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. It was also reported that the customer delivered one extra unit of insulin when delivering a bolus. The customer reported a blood glucose level of 61 (mg/dl) and consumed a soda. The customer moved the transmitter around and the issue was resolved. Recommendation was made to consult with a health care provider to discuss diabetes management.